Manufacturer narrative:
Due to system limitation the following was added to h11 of MDR: section h6: metabolism and nutrition e12 : hypoglycemia e1206. Metabolism and nutrition e07 : respiratory acidosis e0739. Metabolism and nutrition e12 : electrolyte imbalance e1202 : hyperkalemia e120205. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient returned to the operating room on the first postoperative day after left ventricular assist device implant for placement of a temporary right ventricular assist device (rvad) due to right ventricular failure. Continuous renal replacement therapy (crrt) was started on (B)(6) 2024 due to worsening kidney function. On (B)(6) 2024, the patient had persistent acidosis and hypoglycemia despite additional treatment. The patient's liver function tests (lfts) trended up with ongoing coagulopathy. A circuit oxygenator was used for the rvad with a significant clot burden that was not heparinized due to coagulopathy. The patient's potassium level was trending upwards, and they were unable to tolerate crrt for volume regulation. It was reported that the patient passed away due to multi-system organ failure after the family elected to withdraw care on (B)(6) 2024.

Event description:
It was additionally reported that right ventricular failure was a pre-existing condition prior to device implant was not considered device related. The renal dysfunction was not considered to be device or therapy related. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Section d1: corrected brand name. Section d4: corrected catalog number, lot number, and primary UDI. Section h6: corrected health effect - clinical code, health effect - impact code, medical device problem code. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists thromboembolic events, various types of organ failures and dysfunctions (including hepatic dysfunction and renal failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.